Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited inadequate capture thresholds. The rv lead was repositioned on (B)(6) 2022 and the patient was in stable condition throughout the procedure.